Event description:
It was reported that the instrument broke during an unspecified spinal surgery. There were no patient complications reported.

Manufacturer narrative:
(B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The upper jaw is broken off at the base of the dynamic jaw. Optical examination discovered a quasi-brittle fracture, with river lines and morphology suggesting the direction of fracture. The location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload. The jaw was not returned and the lower jaw has witness marks from what appears to be some sort of grinding device. The above the break is consistent with lateral bend stress overload.